Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, over infusion was noticed. It was reported the pump read 5.3 ml remaining, however no volume was left in the cassette. Per reporter the pump was running over 168 hours, 102ml, rate at 0.6m.hr, and ran for approximately 8 hours over the 168 hours. It was also reported the pump never alarmed, but when the patient arrived at the facility, the cassette was empty and there were bubbles in the tubing. No adverse patient effects were reported.